Event description:
Customer reported receiving erratic readings on his freestyle freedom blood monitor. Customer reported receiving readings of 25 mg/dl and 104 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.

Manufacturer narrative:
The investigation determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors or tdn's were observed during control solution testing.